Event description:
It was reported that while using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes that there was underfill the following information was provided by the initial reporter: (B)(6) draw volume - underfill.

Manufacturer narrative:
E.6 initial reporter e-mail (B)(6). Investigation summary:material #: 367886. Lot/batch #: 2018866. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed, as the amount of specimen drawn into the tubes is below the fill line printed on the tube label. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photos; however, there were no issues identified during retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.